Event description:
Edwards received information that a 29mm 6900ptfx (2022-04842-01) pericardial mitral valve in the mitral position and a 31mm 6900ptfx (2022-04842-02) pericardial mitral valve in the tricuspid position implanted approximately eight (8) years and eight (8) months were explanted for mitral stenosis and regurgitation and tricuspid regurgitation. There was pannus overgrowth and mild deterioration to both devices. There was also severe adhesion of patient native tissue to the devices. Dyspnea on exertion was seen. The mitral valve was replaced with a non-edwards mechanical valve and the tricuspid valve with a 33mm 11400 pericardial mitral valve. There were no adverse patient events reported. The patient status was reported as "recovering." Both devices will be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including patient age at implant.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis, pannus, and deterioration were confirmed. Report of regurgitation was confirmed through observed rolled leaflet due to host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 2 at the outflow aspect. The free margin of leaflet 2 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused leaflets 1 and 3 by approximately 4mm at commissure 1 and leaflets 2 and 3 by approximately 5mm at commissure 3 on the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Two suture threads remained attached to the sewing ring around leaflet 2. Sewing ring cloth was cut in multiple areas around the valve.